Manufacturer narrative:
A field service engineer (fse) was dispatched and removed the obstruction from the closed tube aliquoter (cta) shoot. The root cause was wrong hardware was being used. The fse informed the customer to remove the wrong hardware from the laboratory. The fse checked the tubing and connections, and verified instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was a jam in the waste chute and some leakage was coming from the unicel dxc 600i synchron access clinical system. The customer indicated that the wash buffer was leaking from the instrument. No injury or operator exposure was reported for this event.